Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4298-88 lead, implanted (B)(6) 2014; dtba1qq ICD, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead dislodged. Reprogramming was performed. No patient complications have been reported as a result of this event.